Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx uncovered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2015. According to the complainant, the stent was used to treat a lesion in the common bile duct. Reportedly, there were no visible damages to the stent system prior to use. During the procedure, the physician attempted to deploy the stent but it could not deploy past the stricture. According to the physician, the tip at the end of the delivery catheter appeared bent. The stent was removed from the patient fully constrained on the delivery system. The procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The wallflex¿ biliary rx stent system was received for analysis. A visual examination of the returned device found that the stent was fully mounted on the delivery system. The distal and of the shaft was curved and a kink was noted in the outer sheath at the distal end of the stent. No damage was noted to the dilation tip of the device. Device analysis determined that the condition of the returned device was not consistent with the complaint incident as the tip was not damaged. However, the distal end of the delivery device was curved and there was a kink in the distal end of the outer sheath. During analysis, it was possible to partially deploy, reconstrain, and fully deploy the stent with a slight resistance met due to the kink in the device. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex biliary rx uncovered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2015. According to the complainant, the stent was used to treat a lesion in the common bile duct. Reportedly, there were no visible damages to the stent system prior to use. During the procedure, the physician attempted to deploy the stent but it could not deploy past the stricture. According to the physician, the tip at the end of the delivery catheter appeared bent. The stent was removed from the patient fully constrained on the delivery system. The procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.